Event description:
Event description guidant received information that these implantable leads became dislodged during a coronary and pulmonary angiogram procedure. This procedure was being performed for a clinical study that the patient was currently enrolled in. The physician elected to reposition the right ventricular lead, with no reported difficulty. The lumen of the left ventricular lead was clotted, so a guidewire could not be introduced. The physician elected to remove and replace this lead with a similar lead. There were no reported complications.